Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. One unpackaged ar-12990n was received for investigation. Upon visual inspection, it was noted that the end of the device was broken off. The broken piece was not returned for investigation. The thickness of the device was measured and found to be within tolerance per drawing ar-12990nu at 0.00915 inches. The length of the device was measured and found to be 7.67 inches. Approximately one inch was missing from the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue. Complaint confirmed.

Event description:
On 08/25/2022, it was reported by a arthrex employee via sems that an ar-12990n scorpion needle tip broke off as soon as the needle was released. This occurred during pre-use testing.